Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient is having trouble with her data. No additional event or patient information is available. The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing and functional testing was performed and the tests passed. The shared data log was reviewed and pairing with bluetooth device was attempted and it passed. The complaint was confirmed because we can see a permanent loss of connection in the cloud data. A root cause could not be determined. The reported issue of missing data is reportable based on the finding due to permanent loss of connection.